Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient stated the current location of the ipg was bothersome. Reportedly, when she wears jeans and the pants rub over the implant site is bothersome. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient had the scs ipg removed.